Event description:
It was reported that approximately eleven years post port placement procedure, the catheter was allegedly broken approximately 15 cm from the tip of the catheter. The port body and the distal catheter segment were removed using a snare. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f products are identified. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one x-port MRI isp implantable port attached to a groshong catheter in three segments were returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. A complete diagonal break were noted to the distal end of the catheter attached and proximal end of the catheter segment. However, both the surface of the complete diagonal break on the distal end of the attached catheter and the proximal end of the second catheter segment was noted to have striations and residue throughout. The investigation is confirmed for the reported catheter fracture and material separation issues and the identified wear and deformation issues, as a complete compound break were noted on the distal end of the second catheter segment and proximal end of the third catheter segment. The surface of the complete compound break on the distal end of the second catheter segment and proximal end of the third catheter segment were noted to be granular and glossy. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6(device, method). H11: h6(result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately eleven years post port placement procedure, the catheter was allegedly broken approximately 15 cm from the tip of the catheter. The port body and the distal catheter segment were removed using a snare. There was no reported patient injury.